Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing, second firing stroke with a green load, the staples were malformed. The rest of the staple line was fine. Sutures were used to over sew the area where the staples were malformed. The case was complete with no patient consequence.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.